Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent a urological procedure on (B)(6) 2014. It was noted underwent fluoroscopy on (B)(6) 2014. It was noted under fluoroscopy that the perc ncircle nitinol tipless stone extractor device broke. The device portions were removed successfully from the patient without harm. Additional information has been requested but not yet provided by the reporter. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.